Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The carefusion failure analysis lab technician noted during evaluation: received vela o2 sensor, installed in vela test unit and perform ambient and 100% pass. Perform fio2 performance test per service manual and failed; check o2 cal and reading out of range. Findings/root-cause: reported problem was duplicated o2 sensor fail at different settings. Further evaluation has been requested.

Event description:
Failing user verification test customer called carefusion technical support. Stated: during an inspection work, "o2 sensor failure" alarm occurred. When fio2: 21% set-up, indication was "***." After o2 sensor calibration, monitor value was 21% against the same set-up but the failure reproduced repeatedly. No patient involvement.

Manufacturer narrative:
Device evaluation: carefusion was unable to duplicate the customer's reported issue. The first investigation performed was incorrect due to a faulty blender in the test unit. Carefusion scrapped the o2 sensor after failure investigation.

Manufacturer narrative:
(B)(4). The foreign distributor evaluated the device and determined the issue was caused by an o2 sensor failure. The foreign distributor was shipped a replacement o2 sensor assembly to repair the device and return it back into service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty component for evaluation. As of 05/04/2015 the alleged faulty component has not been received. Should it be received and evaluated, a follow-up medwatch report will be submitted.